Manufacturer narrative:
Patient information is unknown. Date of event: unknown. This report is for two unknown 3.5mm cortex screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a humerus plate and an unknown number of screws on an unknown date. On (B)(6) 2016, the patient presented to the emergency room experiencing pain and collapse of the humeral head resulting in a non-union due to two broken screws; the plate and screws were fully explanted. It is unknown where the breakage occurred on each screw. The patient was revised to a non-snythes product. The revision surgery was completed successfully with no patient harm and no surgical time delay. Concomitant device reported: proximal humerus plate (part 02.123.023, lot 6885563, quantity 1). This report is for two unknown 3.5mm cortex screws. This is report 1 of 1 for (B)(4).